Event description:
The report from clinical study (B)(6) for patient with ID# (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452212/01426907) of the right parasellar, and upon deployment, the distal end of the vrd kinked due to the tortuosity of the vessel and a part of the vrd strut was not opposed to the vessel wall. The patient remained stable and no action was taken. Afterwards, 11 coils were successfully placed and the procedure was completed no further issues. Prior to the event, a prowler select plus microcatheter ((B)(4)/lot no. Unknown) was correctly placed across the aneurysm neck in a very tortuous vessel. There was no patient injury reported, and the event outcome as of two months after onset was ongoing and unchanged. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unrelated. No further information is available and procedural images are not available.

Manufacturer narrative:
The report from clinical study (B)(4)pms enterprise for patient with ID# (B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452212/01426907) of the right parasellar, and upon deployment, the distal end of the vrd kinked due to the tortuosity of the vessel and a part of the vrd strut was not opposed to the vessel wall. The patient remained stable and no action was taken. Afterwards, 11 coils were successfully placed and the procedure was completed no further issues. Prior to the event, a prowler select plus microcatheter (606-s255fx/lot no. Unknown) was correctly placed across the aneurysm neck in a very tortuous vessel. There was no patient injury reported, and the event outcome as of two months after onset was ongoing and unchanged. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unrelated. No further information is available and procedural images are not available. The patient's medical history was unknown. The unruptured saccular aneurysm neck was 5.0mm, and the neck to sac ratio was 5.0mm: 10.0mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.6mm. Mrs pre-procedure, one day post and two months post was 0. Heparin 4,000u was administrated intra-procedurally. The act was 150 seconds pre anticoagulation and 309 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. Antiplatelet therapy included aspirin 100mg/day for one month beginning ten days pre-procedure and ongoing clopidogrel beginning ten days pre-procedure. Argatroban hydrate 60mg/day was administered for one day beginning the day of the procedure. Prior to implanting the vrd, launcher 7fr/medtronic, prowler select plus microcatheter (606-s255fx/lot# unknown), traxcess 14 guidewire (terumo) were utilized. Other devices utilized during the procedure were, excelsior sl10 microcatheter, v-track coil (terumo x6), axium 3d coil (covidien (B)(4) x2), ed coils (kaneka x3). Per lake region report (B)(4), lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426907. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent remains implanted, without the device or procedural images the reported event stent/kink could not be confirmed, however the DHR indicated that this product was final inspection tested at lake region medical and was determined to be acceptable. Additionally, it was reported that the kink on the stent occurred due the vessel tortuosity. The instructions for use outlines that the use of the enterprise vrd is also generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. Therefore, no corrective action will be taking at this time.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day:2011-may-23~2011-aug-7, clopidogurel sulfate 75mg/day: 2011-may-23~ongoing, argatroban hydrate 60mg/day:2011-jun-2~2011-jun-3, heparin 4,000u was administrated intra-procedurally. Prior to implanting the vrd, launcher 7fr/medtronic, prowler select plus microcatheter ((B)(4)/lot# unknown), traxcess 14 guidewire (terumo) were utilized. Other devices utilized during the procedure were, excelsior sl10 microcatheter, v-track coil (terumo x6), axium 3d coil (covidien (B)(4) x2), ed coils (kaneka x3). (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01426907. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The product remains implanted, and it is not available for analysis. Additional information will be submitted within 30 days of receipt.